Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal device change out, externalized conductors were observed. High hv lead impedance was noted. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.3cm from the connector pin was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.